Event description:
It was reported that the patient was experiencing new weakness to the right lower extremity and was known to be procedure related. It was noted that the patient was no longer able to fully bear weight and was using walker to ambulate. The physician prescribed a steroid pack. The patient felt stronger and less pain in right lower extremity. The patient had a lead pull, and the explanted trial lead will not be returned as it was kept by the medical facility.